Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device entered bvvi due to a reset caused by an event queue overflow. The device was tested on the bench and the device was found to be normal.

Event description:
It was reported that the patient felt vibration alert and was noted on merlin.net transmission. The patient came in to the emergency room. Upon interrogation, the implantable cardioverter defibrillator was found in backup vvi mode. The device was replaced. There was no adverse event before, during, and after the procedure. The patient was stable.